Manufacturer narrative:
The manufacturing processes as well as device history reports show that the subject lead has been manufactured and delivered to the fields following all applicable procedures. The cause of the inappropriate shocks is functional atrial undersensing during junctional tachycardia, leading to misdiagnosis of ventricular tachycardia and inappropriate atp and shock delivery. In addition, the atrial impedance is low and most probably highlights an insulation issue. A reintervention is recommended at this time to replace the atrial lead; however, this decision is solely left to the physician's discretion but may eventually be supported/strengthened by observations during the next follow-ups. This case is retained for trending purposes.

Event description:
Reportedly, on (B)(6) 2025, undersensing of the atrial lead is responsible for 2 inappropriate shock. Impedance is below 200 ohms.